Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing therapy due to sensing of supraventricular tachycardia rhythm. The implantable cardioverter defibrillator was reprogrammed to address the anomaly. The patient was in stable condition.